Event description:
It was reported to philips that the system was unable to boot. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, the fse confirmed that the system software did not load, which impacted overall system performance. To resolve the issue, the fse reloaded the system software and reapplied all necessary configurations. Following the reconfiguration, the system was restored to full functionality. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.